Manufacturer narrative:
Sections with additional information as of 07-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result(s). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 26-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 252 and 200 mg/dl. The customer¿s expected fasting (am and pm) blood glucose test result is 90 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on saturday night, (B)(6) 2025, he took his blood glucose and saw that the result was high for him, he had called 911 immediately after. Customer stated that he was not exhibiting any symptoms of hypo/hyperglycemia when he called the ambulance but was just concerned that the meter was reading so high. Customer stated that when the ambulance arrived and they tested his blood glucose, the result had been 89 mg/dl fasting. Customer stated that he was not given any medication. Customer stated that the paramedics had advised he contact the manufacturer. During the call, a blood test was performed by the customer fasting and produced test result of 87 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/21/2025 and test strips were opened a few weeks prior to the call. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: 252 mg/dl date: (B)(6) 2025 time: 11:09 pm unsure if fasting or non-fasting. Result 2: 200 mg/dl date: (B)(6) 2025 time: 10:30 pm unsure if fasting or non-fasting.